Manufacturer narrative:
The sensor was received and reliability analysis inspected 1 opened/used sensor and found sensor broken and missing the broken part. See attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 72 mg/dl and blood glucose was 256 mg/dl. Troubleshooting advised customer on proper insertion and site technique. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the sensor would be replaced and to return the sensor for analysis.